Event description:
A 2.0 arthrex drill bit (ar-7720-2.0) broke off in the patient's left humerus bone. The drill bit piece was too small to remove without causing damage. FDA safety report ID # (B)(4).